Manufacturer narrative:
Due to character restrictions in block e1: event site name- (B)(6) center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) screen was distorted.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1- initial reporter, e2, e3, g3, g6, h2,h6-impact codes, h11.

Event description:
It was reported that during routine inspection, cs300 intra-aortic balloon pump (iabp) screen was distorted. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during user inspection the cs300 intra aortic balloon pump (iabp) screen was distorted. The issue was resolved by restarting the device. Patient not involved and no harm reported. A getinge field service engineer unable to reproduce the failure. The reported symptoms suggest that the board and cable may be faulty. Fse replaced video receiver board and cable video receiver to lcd as a precaution. The equipment was in good condition.

Event description:
N/a